Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced uncomfortable and fells like something in the eye. The surgeon did some other procedure to break up scar tissue that he could not get during the initial surgery. The consumer still having the sensation of something in the eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. The reported indicated that surgeon blamed the blurriness on some scar tissue that wasn't removed on the day of surgery. Afterwards the surgeon performed another procedure to get more of the tissue out might have been yag (yttrium aluminum garnet ). The reporter (patient) has not provided any further information. File will be reopened if new information is provided. The manufacturer internal reference number is: (B)(4).